Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had a cracked screen and broken handle. The programmer failed thermal sensor testing and it was found that upper case was broken. The programmer was noted to power up to an error. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a cracked screen and a broken handle and it was requested to be checked for software update. It was returned for repair and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.